Event description:
It was reported that the device is showing noise and possible oversensing. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient was having pocket stimulation, oversensing, and noise on the electrocardiogram. A possible grommet issue was suspected. The 4076 lead was found to have an insulation breach in the pocket area. The lead was explanted and replaced and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was returned and analyzed. It was also noted that the outer insulation was breached cut and there was apparent explant damage. Blood/body fluid was also noted on the proximal conductor and helix mechanism.

Event description:
It was reported that the lead is showing noise and possible oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.